Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that this was not a tortuous case, and the doctor noted that it was quite favorable. There were no additional steps taken for stent implantation.

Manufacturer narrative:
H3: the pipeline flex w/ shield (model: ped2-475-16 lot: a753636) and marksman micro catheter (model: fa-55150-1030 lot: 217934251) were returned for analysis. The marksman catheter is compatible for use with the pipeline flex w/ shield. No flash or voids molded were found within the catheter hub. Blood was found within the hub. No damages or anomalies were found with the marksman catheter. The pipeline flex w/ shield braid and pusher distal wire was found partially deployed out of the distal end of the catheter. Slight resistance was found when retracting and advancing the pipeline flex w/ shield out of the micro catheter. The catheter was then tested by running an in-house 0.0260¿ mandrel through microcatheter. The mandrel passed through the catheter hub, catheter body and distal tip with no resistance encountered. No damages were found with the entire pushwire subassembly. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The hypotube was intact and unstretched and ptfe shrink tubing was still intact. No damages were found with the distal marker, re-sheathing marker or with the proximal bumper. The tip coil was found undamaged. Once deployed out of the micro catheter, the distal and proximal ends of the pipeline flex shield braid were found fully opened. The distal braid was found severely frayed and damaged. No damages were found with the proximal end. No other anomalies were observed. The customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed as the device fully opened when deployed out of the micro catheter. Possible causes for failure are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid overstretched during deliver, user deploys braid in vessel bend, presence of other indwelling endovascular stent and inappropriate anatomy. Customer reported there was no vessel tortuosity, braid was properly sized, and the device was prepared per IFU. The distal braid was found frayed and damaged. Possible causes are resheathing more than two times, high force delivery, over-manipulation, delivering/retracting device against resistance or damage during return shipping as the braid was returned partially deployed out of the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refer to manufacturer report 2029214-2020-01019 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient was undergoing treatment of a cerebral aneurysm. The first pipeline stent was used, but the distal segment failed to open during deployment. Several opening maneuvers were performed without success. The first stent was retracted, and a second pipeline stent was delivered. However, the second stent presented the same problem: distal segment failed to open. The procedure was interrupted, but not so much as to put the patient's life at risk. It was noted the patient had no vascular tortuosity, and the stent chosen was in accordance with the dimensions of the vessel. As a result, the patient did not have the treatment performed, and it was necessary to schedule a new procedure soon. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.